Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced asymptomatic vaginal mesh erosion. It was also reported that the closure of erosion was done on (B)(6) 2015. Additional information has been requested.